Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "add gel" messages) has been confirmed. Upon investigation, the electrode belt failed a te recognition test. The rear therapy electrode pulse wire solder joint in the distribution node (dn) was broken. The root cause for broken solder joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was causing excessive "adjust belt" messages and "add gel" messages in the absence of a prior gel release.